Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for embedded fm with the incident lot was observed. Additionally, evaluation of the customer samples was performed and embedded fm was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Root cause description: CAPA# (B)(4) for embedded fm was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented.

Event description:
It was reported that there was foreign matter in tube with a bd vacutainer® k2 edta (k2e) 3.6 mg blood collection tubes. The following information was provided by the initial reporter: before use, customer found 1 ea tube with black spot in the tube, seemed the fm was embedded in the tube wall.